Event description:
The reporter indicated that the atrial lead was inserted and had to be removed for ventricular repositioning. When the physician went to reinsert the lead he noticed blood inside the lead, about 1/2 the length of the lead. The physician decided not to use the lead and it will be returned for analysis.

Manufacturer narrative:
Holes in the outer tubing are consistent with those made by extrene pinching of the lead during handling or placement. No device failure was observed.